Event description:
It was reported that the pen ndl 32g 4mm hp experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: she explains to me that on many needles, they were detached from the pen and remained stuck in the skin. She has been diabetic for a long time and is used to handling pens. This incident remains minor as no intervention was undertaken. Only a big discomfort.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-03-09 investigation summary five sealed and intact 32g x 4mm pen needle samples were returned from lot no. 0036255, cat. No. 320562. Visual examination was carried out on all five samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: she explains to me that on many needles, they were detached from the pen and remained stuck in the skin. She has been diabetic for a long time and is used to handling pens. This incident remains minor as no intervention was undertaken. Only a big discomfort.